Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and it would not extend. Replaced with new atrial lead. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed, the helix allegation was confirmed based on the field report and the finding of dried blood in the helix, which prevented direct testing of the helix mechanism. Cuts in the insulation and coils underneath deformed/stretched ~ 22cm from terminal pin, likely explant damage. X-ray showed no conductor abnormalities, the crimp sleeve and lead tip/helix appeared normal. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and it would not extend. Replaced with new atrial lead. No additional adverse patient effects.